Event description:
The pt stated that her blood glucose measured 350 mg/dl 2 hours after lunch. The pt bolused 1 unit of insulin and after 1 hour and 30 minutes her blood glucose measured 260 mg/dl. The pt then bolused 1 unit of insulin and at 9pm her blood glucose measured 360 mg/dl. The pt was advised to change her infusion set and infusion site. Upon follow up in 2007, the pt stated that her blood glucose measured 170 mg/dl 2 hours after she ate dinner one day before, and her blood glucose measured 120 mg/dl when she woke up the following day. No further info is available. Product was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplement report. Accu-chek flexlink is same product as accu-chek ultraflex which is sold in the united states.